Manufacturer narrative:
(B)(4).

Event description:
Territory business manager contacted dexcom on behalf of the patient on 01/07/2016, to report that on (B)(6) 2016, the patient's sensor wire was broken. The sensor insertion was at the arm on the (B)(6) 2015. It was reported that upon removal of the sensor, patient had moved causing the wire to break, leaving a small piece still inside the patients arm. Patient's mother called the clinic and spoke with the certified diabetes educator, who informed her to monitor the site and let the wire work itself out. There was no report of pain, irritation, redness or infection. No additional even or patient information is available. It was reported that the sensor was inserted into the arm. The dexcom g4 platinum (pediatric) continuous glucose monitoring system user's guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.